Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. A visual examination of the returned device shows the solder joint adhering the metal tip to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the outside of the tip of the device, the rest has separated and was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of metal tip detachment from soehendra stent retrievers. The product said to be involved is included in the scope of the corrective actions. This device, ssr-8.5, is intended to remove 8.5fr stents. In the report it states that the device was used to remove a 7fr stent which is smaller. Using this device to remove a smaller than intended size stent likely contributed to this failure. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available additional comments regarding this report: based on the information provided that this device was used with a smaller than recommended size stent, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During pancreatic duct stent removal, the physician used a cook soehendra stent retriever. It was reported that after inserting a wire guide into an s-type pancreatic stent (7fr) placed in the pancreatic duct, an ssr-8.5 was inserted. The tip screw part broke as it entered the stent and was rotated clockwise. The ssr-8.5 body and wire guide were removed, but the broken screw fell into the duodenum. The wire guide was then passed through the s-type pancreatic duct stent (7fr) and the s-type pancreatic duct stent was removed without any problems using the ssr-7 (unknown lot) which was in the hospital. The user stated that normally, an ssr-7 is used when removing a 7fr stent, but the staff mistakenly opened an ssr-8.5. The screw that fell into the duodenum remained inside the body without being retrieved to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. A visual examination of the returned device shows the solder joint adhering the metal tip to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the outside of the tip of the device, the rest has separated and was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of metal tip detachment from soehendra stent retrievers. The product said to be involved is included in the scope of the corrective actions. This device, ssr-8.5, is intended to remove 8.5fr stents. In the report it states that the device was used to remove a 7fr stent which is smaller. The user also stated the 7 fr stent was ruptured when used with the larger retrieval device. Using this device to remove a smaller than intended size stent and applying the force required to rupture the stent likely contributed to this failure. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available